Event description:
New information received notes that patient was pacemaker dependent. Multiple episodes of noise on both the leads were causing inappropriate mode switching and noise reversions. The decision was made to explant and replace both the right ventricular and right atrial leads. The patient's condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11402. It was reported that the patient presented remotely via merlin.net. The right ventricular lead exhibited noise resulting in noise reversion episodes and the right atrial lead exhibited noise resulting in inappropriate auto mode switch episodes. Isometric testing yielded reproducible noise. The device was reprogrammed. The patient was stable and will continue with scheduled monitoring.

Manufacturer narrative:
Analysis found that as received, a complete lead was returned in one piece measuring 52.0 cm. Visual examination noted an external abrasion breaching the outer insulation at 9.9-10.1 cm from connector pin, consistent with friction to the device can. The reported events of noise and inappropriate mode switching were confirmed. The cause of the reported events was isolated to the external insulation abrasion. No other anomalies were noted.